Event description:
Approximately 30-45 minutes into a apheresis procedure in 2003 a donor reported that they were experiencing a runny nose, scratchy mouth and itchy right eye. The procedure was "discontinued early due to mild allergic reaction" and the staff instructed the donor to go to the doctor immediately. The donor did not complain of respiratory symptoms, difficulty breathing, cough, nausea, vomiting, rash or skin manifestations. The doctor contacted the center by phone later that day from home and reported their eye was red, swollen, and felt pressure in their eye. Donor felt their eye had changed shape due to the pressure from the surrounding tissue. The donor was seen by an occupational medicine healthcar eprovider who though this was due to an allergy and gave oral zyrtec (antihistamine) to the pt. The runny nose, scratchy mouth cleared up within an hour and the eye swelling was gone by the end of the day. No significant past medical history (pmh) for donations in 2003 and 2002. This donor has been a plateletpheresis donor since 1992. Donor denies latex, mango or avocado allergies but indicated allergies to animals, and some perfumes. In 2003 the donor stated that they had experienced "exactly the same" thing during a donation in 2002 and that they did not report their symptoms to the center staff or see a physician. The donor stated that in 2002 they went home and put a warm compress on their eye, rested for a short time and the swelling went away.